Event description:
Boston scientific crm received information that at one day post-implant this atrial lead dislodged, resulting in inadequate sensing and threshold measurements. In a revision procedure, the lead could not be repositioned with appropriate measurements, therefore the lead was explanted. A new lead was successfully implanted. Following the revision procedure, the patient was noted with hiccups, chest spasms, and fatigue, however, no serious adverse patient effects were reported.

Event description:
Additional information noted this lead also exhibited loss of capture prior to be revised. During the revision procedure the lead broke near the proximal electrode into two pieces. Both pieces were successfully extracted. The lead helix was noted as stretched straight out. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
--